Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion. It was reported that the patient underwent a second surgery approximately 6 years post-op to extend the construct due to adjacent level disease. During the surgery it was noticed that the bone screw was broken at l2 approximately 5mm down the post of the screw. The screw head was removed however the bottom portion remained in the patient. The surgeon implanted additional screws superiorly, decompressed and implanted titanium 5.5 mm 120mm rod and extended fusion. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): macroscopic examination confirms the mas bone screw is fractured approximately ~4-5 threads below the screw head. The broken off portion of the screw reportedly remains in the body and therefore was not returned for analysis. Optical examination did not identify material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat fracture, with progressive striations, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Ratchet marks were identified on one of the screws around the area of crack propagation. Key dimensional specifications, the major and minor diameter of the bone screw, were measured and found to conform to print specification. The above observations are consistent with cyclic fatigue.